Manufacturer narrative:
(B)(4): the implantable neurostimulator was returned to the MFR for analysis which is not complete as the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt had major problems charging the implantable neurostimulator. It took 4 hours to charge the device 25%. The device was implanted 1.5 cm deep. At rest, 4 recharge efficiency boxes would darken. Without changing body position coupling efficiency would suddenly be lost. Use of the recharging belt did not improve coupling efficiency. The neurostimulator was replaced. Afterward there were no problems recharging the device. There was no pt injury associated with the events.